Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the pump running symbol becoming "faded and difficult to see" was confirmed via evaluation of the returned system controller (serial number: (B)(6). The returned system controller was connected to a test power module, system monitor, and mock circulatory loop and the pump running leds were observed to be dim. Aside from the dim leds, the controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 3.5 hours of data (8:20:07 ¿ 10:53:47 on (B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2021 at 10:53:12 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the dim leds could not be conclusively determined through this analysis; however, a corrective and preventative action (CAPA) has been implemented to address this issue. The returned system controller was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the pump running indicator light was dim/faded and difficult to see and the system controller was exchanged.